Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a severe hypoglycemic event while using the ilet bionic pancreas, was found convulsing at home, received nasal glucagon without improvement, and required ems intervention with IV glucose; the user was transported to a local hospital for treatment and later resumed pump use. Symptoms included hypoglycemia, shaking, and subsequent transient hyperglycemia after the hospital instructed not to announce on the pump. Outcomes included the need for unexpected medical intervention with medication and emergency services. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no definitive device-related findings and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.